Manufacturer narrative:
Device evaluated by manufacturer: the received guidewire returned with a section of the spring tip detached which was not returned. The damaged area was located approximately at 329.3 cm from the proximal end. The spring tip was found twisted, bent and stretched. No more visual damages were encountered in the device. Dimensional inspection revealed that the outer diameter (od) of middle of the device and proximal section were within specification. However, the dimensional inspection of the overall length and od of distal tip could not be performed due to device condition.

Event description:
It was reported that guidewire tip detached and remained in the patient. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus along with a 330cm rotawire was selected for use. During the procedure, the intravascular ultrasound catheter (ivus) catheter did not cross the lesion during insertion due to proximal severe calcification so a rotablator was used. The rotawire crossed the chronic total occlusion (cto) lesion, however the rotaburr did not move in the guiding catheter. The device was pulled out and attempted for several times. Subsequently, it was noted that the wire tip detached off and the fragment moved to the distal lesion. The fragment was not removed as the distal left anterior descending artery was very small, under 3cm. No complications reported and the patient was good post procedure.

Event description:
It was reported that guidewire tip detached and remained in the patient. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus along with a 330cm rotawire was selected for use. During the procedure, the intravascular ultrasound catheter (ivus) catheter did not cross the lesion during insertion due to proximal severe calcification so a rotablator was used. The rotawire crossed the chronic total occlusion (cto) lesion, however the rotaburr did not move in the guiding catheter. The device was pulled out and attempted for several times. Subsequently, it was noted that the wire tip detached off and the fragment moved to the distal lesion. The fragment was not removed as the distal left anterior descending artery was very small, under 3cm. No complications reported and the patient was good post procedure.